Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated that "the customer reported that the patient who had been implanted with a mitch accolade combination was revised due to a broken femoral component. The customer further reported a non-traumatic trunnion fracture of the right hip." Additionally, the patient experienced severe pain, elevated metal ions, metallosis, osteolysis and alval. The broken femoral stem is non-depuy. Right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Following inspection of the returned products and review of the information received, it was concluded that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Device history lot = fm059966. Device history batch = null. Device history review = a review of product lot fm059966 manufacturing records identified that 3 off products were concessed and accepted for being slightly over-sized on the bore diameter. 9 off products were concessed and accepted for being slightly over specification on equat. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.